Event description:
It was reported that the insulin pump gave a high pitched tone followed by unresponsive buttons. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a watchdog alarm and frozen screen due to a defective component on the mother board. Unable to verify the power or button/keypad issue due to the frozen screen anomaly.